Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced that high blood glucose. The customer's blood glucose was 44, below 40 mg/dl. The customer declined the low blood glucose troubleshooting. There was calibration not accepted and change sensor alarm. The insulin pump will not be returned for analysis.